Manufacturer narrative:
It is believed a tg100-8 cutting edge spatula needle with 8-0 sutures was used to tack down the device thus potentially caused tearing in the membrane and device migration at sutured skin closure. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. The patient is diabetic. It is unknown whether there were general issues with wound healing that caused the migration.

Event description:
Neuroshield was implanted in a diabetic patient on (B)(6) 2023 for a neural decompression in an unknown location. On (B)(6) 2023, the doctor reported to the checkpoint rep that the neuroshield dehisced on an earlier date (date unknown). The doctor removed the dehisced neuroshield from the open wound and closed the wound.